Event description:
Following the use of an "ionic footbath that pulls toxins from your feet" in 2009 around noon, my wife, visiting researcher where I am myself a professor of mathematics, experienced starting the next day, a dramatic change of mood which left her to attempt to her life by ingestion of various medications she had in her bag around 7:00 pm. Fortunately, I realized the gravity of the situation very quickly and took her in time to the hospital. She remained under medical surveillance overnight and after psychiatric assessment in my presence by dr, she was released around 2:00 pm. It did not occur to us until the following three days -when we took a long hike in the mountains together- that this dramatic event could be associated to the used of the "ionic footbath". My wife and I pinpointed with dr a few "traumas" -family, professional, cultural- susceptible of accounting for this dramatic act, I am deeply convinced knowing the joyful character and combativeness of my wife -that many people around us can attest-, that these factors cannot be solely responsible for what happened. Upon returning from our hike, I started investigating on the internet -starting from a few brochures left by the operator of the device in our home- and discovered frightening evidence that this device was probably a "scam" and more seriously "has been shown-....- to stimulate the hypothalamus, which controls sleep, mood swings and blood pressure. Our whole family was profoundly affected and our two daughters - shattered by this most unexpected and improbable event and I feel that it is my first and foremost duty to inform you of the possible life-threatening effects of the above mentioned "ion cleansing" device. Please do not hesitate to contact me for further details. My wife, phd and myself take this very seriously and firmly intend to take the case to court. At this time, my wife remains fragile -much more than I have ever seen her- and is taking medication -namely valium- and will seek further treatment by dr and his team at the hospital. Best regard, dose or amount: 1 session. Dates of use: 2009 - 30 min. Diagnosis or reason for use: detoxify.